Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 430 mg/dl and it was addressed with a manual injection. Reportedly, the customer was not able to see drips of insulin out of the patient line. The customer changed the cartridge and was able to resume insulin delivery.